Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery, hypertension, fever, urinary urgency, flu vaccination, menses irregular, plantar fasciitis, bronchitis, complication of pregnancy, hemorrhoids, unintended pregnancy, elevated bp, headache, nausea, vomiting, diarrhea, ovarian cyst, blood thyroid stimulating hormone abnormal, contact dermatitis, anxiety, overweight, depression, atopic rhinitis, vitamin d deficiency, insomnia, fatigue, shoulder pain and skin rash. Previously administered products included for an unreported indication: mirena iud, lisinopril and labetelol. Concurrent conditions included right lower quadrant pain and obesity. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient received treatment for bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Normally placed coils with bilateral tubal occlusion. She tolerated the procedure well.; on (B)(6) 2010: bilateral occlusion.neither oviduct filled with contrast consistent with occlusion. Normal appearance of the uterine cavity. Essure coils in the expected position.. Ultrasound scan - on (B)(6) 2009: single intrauterine pregnancy with normal amniotic fluid, measurements are consistent with 10 weeks and 5 days, confirming edc.. Concerning the injuries reported in this case, the following one/ones were reported via medical records: dysmenorrhea (cramping), menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 1-oct-2019: pfs & mr received- new events abnormal bleeding (vaginal), dysmenorrhea (cramping) and vaginal pain was added. Event onset date was added. Medical history and lab data was added. Patient's race and age were added. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient received treatment for bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. On 6-sep-2019: pfs received: case has became incident. Previously reported event ¿injury¿ replace with new event. New events added: pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding). Reporter information were updated, lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.